Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they didn¿t turn stimulation off to run a quick errand, however the road was bumpy, and they were feeling jolting going down their right leg. The patient reported that sometimes when they activate the screen, they receive the option to turn stimulation on/off, and sometimes they don¿t. They stated that they didn¿t know how to turn stimulation off, so they put the device into MRI mode and the jolting stopped. Patient services reviewed button use. The patient added that after they turned stimulation back on, it was fine. No further complications were reported or anticpated.